Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had issue in active directory (adt). A technical support specialist (tss) determined that the patient was not assigned to the correct unit and provided these findings to the user. The tss was also able to locate the patient using the facility search on the affected device. An email was sent to the user with the findings and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower system had issue in active directory (adt). Outpatient infusion patients were no longer appearing in the ed pyxis as expected, requiring staff to manually reenter patients daily, indicating a potential issue with the adt feed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.